Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified left posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. There were no patient complications nor injuries reported. It was further reported that the procedure was completed with another of the same size balloon with a different length.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified left posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. There were no patient complications nor injuries reported. It was further reported that the procedure was completed with another of the same size balloon with a different length.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified left posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed and there were no patient complications reported.